Manufacturer narrative:
No device analysis results are available because the device remains implanted. This reported event was investigated for possible inaccurate reading. Based on the information given and back end log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.21mhz and 34.42mhz during the review of the applicable reading(s) which corresponded with the dates reported in the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that two right heart catheterization procedures were performed to confirm the validity of the pressure sensor readings. The first procedure was performed on (B)(6) 2023 and the second was performed on (B)(6) 2023. The rhc done on (B)(6)2023 was performed secondary to an acute change in renal function (reported as an increase in creatinine) post diuretic therapy titration. On (B)(6) 2023 the site requested that the sensor baseline be recalibrated based on the pressure data obtained during on (B)(6) 2023 right heart catheterization. The sensor was recalibrated via the patient care network database and the baseline was decreased by 16mmhg.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported a right heart catheterization was performed (B)(6) 2023 and that a second right heart catheterization had been performed a few days prior. The date of the first right heart catheterization was not provided. The primary reason for the procedures was not confirmed. On (B)(6) 2023 the site requested that the sensor baseline be recalibrated based on the pressure data obtained during the (B)(6) 2023 right heart catheterization. The sensor was recalibrated via the patient care network database and the baseline was decreased by 16mmhg. Additional information has been requested.